Event description:
Reference number (B)(4). Event occurred in poland. It was reported that patient faced an infusion set cannula/needle broken event on (B)(6) 2024 during insertion. The insertion site was at abdomen. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(6), patient country: poland. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.